Event description:
A customer reported to beckman coulter, inc. (Bec) a hardware leak on a unicel dxc 600i synchron access clinical system. Specifically, there was dried and damp residue in various areas of the closed tube aliquotter (cta), foam on the active wash station cup and dried residue on the aliquot probe. Bec customer technical support (cts) personnel instructed the customer to rerun samples processed by the cta, particularly samples sensitive to carryover, from last good qc before spillage was noted. The customer stated that she was not aware of any incorrect results and that the last qc run through the cta was good. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found the probe wash station overflowing and the waste peripump was not running. The fse unplugged and re-plugged the peripump and the pump began to run normally. The issue was resolved.